Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The diagnostic data was reviewed and it was confirmed that the power consumption was expected to continue to increase. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The diagnostic data was reviewed and it was confirmed that the power consumption was expected to continue to increase. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The diagnostic data was reviewed and it was confirmed that the power consumption was expected to continue to increase. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted due to premature battery depletion (pbd) and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.